Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was a localizer faulted error. Troubleshooting was performed. In network device interface (ndi) toolbox, it was confirmed the bump status and internal temperature errors had been triggered. The complementary metal oxide semiconductor (cmos) battery was also depleted. It was unknown if there was a delay, and if there was patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: -, ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. The system then performed as intended. Codes b01, c08 and d02 are applicable. A05: applicable to localizer faulted a1102: applicable to the localizer faulted error medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9735821r, lot number: p903134. It was reported that the returned positioning sensor unit (psu) had scratches on the housing. A check of the event log showed intermittent firmware incompatibility, and intermittent illuminator voltage low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu passed an accuracy test (aak) at .080mm with a passing threshold of .250mm. Already reported codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this was a "2 level xlif (extreme lateral interbody fusion)" procedure. It was noted that navigation was aborted. There was no reported impact to patient's outcome, and the issue occurred intra-operatively.

Manufacturer narrative:
H2: please see section a for patient information, missing correct weight. H2: update - please see section d3 h2: please see section d4 for complete UDI medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.